Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had a ¿gear that came out¿. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.